Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. H1: the previous report submission inadvertently had the summary report box checked. This supplemental report is being submitted to note this field should be marked as unchecked instead. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the photos within the case file shows: computed tomography scan confirmed persistent sternal nonunion with 1-cm separation between the sternal halves. Complete the left chest wall can be seen separated from the sternum at the proximal costal cartilage heads. It cannot be determined how the plates were disrupted as noted based on photos. No product was returned. Medical records/xray/case study records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presented with sternal instability and chest pain poststernotomy. CT scan showed 1-cm separation between the sternal halves. Breast reduction was performed to reduce chest wall weight. Sternal reconstruction followed with placement of sternalock 360 plates (zb) and circumferenctial fiberwire (arthrex inc). Aggressive coughing spell on pod 7, following coughing spell; severe chest pain, fever, and incisional bleeding occurred. Follow-up CT demonstrated complete left rib fracture from the sternum. Sternal plating was disrupted and required removal. Chest hematoma was evacuated and positive gram stain identified therefore washout and vacuum assisted closure were performed. Cultures were positive for s. Epidermis, requiring IV antibiotics and multiple washouts with vacuum assisted closure changes. Reconstruction with bridging material was deemed necessary. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
Per case study publication, initial sternal reconstruction due to nonunion with placement of sternal plating with competitor cerclage wires completed on unknown date. Subsequently, on post-op day seven (7) the patient had an aggressive coughing spell and developed severe pain, fever, and incisional bleeding. Upon imaging a left rib fracture was demonstrated. The patient was taken to the or and the sternal plating had been disrupted requiring removal. Of note, an infectious chest hematoma was also evacuated at that time and IV antibiotics with multiple additional washouts were required. Unknown bridging material was deemed necessary including cadaveric bone grafts for further reconstruction. At seven (7) months post-op the patient¿s chest wall was ultimately stable with no evidence of recurrent infection. Further details are unknown at this time. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - unknown sternalock 360 plate (unknown) qty (B)(4). Associated product information: - unknown competitor fiberwire (unknown) qty (B)(4). G2: journal article - shawwaf, k. A., sell-dottin, k. A., farina, j. M., zeineddine, r. M., lackey, j. J., & jaroszewski, d. E. (2024). Expansion bone allografts for anterior chest wall reconstruction after persistent sternal nonunion. Jtcvs techniques, 27, 199¿201. Https://doi.org/10.1016/j.xjtc.2024.07.013. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.